Manufacturer narrative:
Patient medical history includes but is not limited to: coronary artery disease, hypercholesterolemia, hypertension, tobacco use, peripheral vascular disease. As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc201400/ (B)(4), pxl161207/(B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: antimicrobial therapy: vancomycin, piperacillin-tazobactam, doxycycline. (B)(4) the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: infection, pseudoaneurysm, death. Other patient medications include but are not limited to: albuteral, atorvastatin, docusate, hydrochlorothiazide, levothyroxine, linisopril, triamcinolone.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of an abdominal aortic aneurysm with a maximum diameter of 53.6 mm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2015. On (B)(6) 2016, the patient underwent follow-up computed tomography angiography (cta) which determined the maximum diameter of the aneurysm measured 43 mm. On (B)(6) 2016, the patient underwent follow-up computed to cta which determined the maximum diameter of the aneurysm measured 40 mm. On (B)(6) 2017, follow-up ultrasound determined the maximum diameter of the aneurysm measured 34 mm. On (B)(6) 2017, the patient underwent follow-up computed tomography angiography (cta) which determined the maximum diameter of the aneurysm measured 36 mm. On (B)(6) 2018, follow-up ultrasound determined the maximum diameter of the aneurysm measured 38 mm. On (B)(6) 2019, follow-up ultrasound determined the maximum diameter of the aneurysm measured 41 mm. On (B)(6) 2020, follow-up ultrasound determined the maximum diameter of the aneurysm measured 41 mm. On (B)(6) 2021, the patient underwent medical management treatment for an infection of an infected stent graft, which is the onset date for the infection. On (B)(6) 2021, the patient underwent aortic reconstruction with cryotheraphy, all devices were reported to have been explanted. On (B)(6) 2021, the patient expired. A cause of death was not provided.

Manufacturer narrative:
B5: additional details provided. H6: added component code. H6: code 213: a review of the manufacturing and sterilization records for the devices indicated the lots met all pre-release sterilization specifications.

Event description:
On (B)(6) 2021, the patient underwent aortic reconstruction using cryotheraphy, for infection of the aortic stent grafts and a pseduoaneurysm all devices were reported to have been explanted.